Event description:
It was reported that pump displayed malfunction code 15 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted caller with resetting pump using provided reset information, confirmed that malfunction did not recur after reset, advised that pump use could continue, and instructed caller to call back if any malfunction code recurred, which caller acknowledged and understood.